Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 32056. The system was tested and verified as ready for use. Isi has not received the usm2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 32056 points to axes controller, arm (aca) in usm2 failed to initialize, but cannot be confirmed util the usm has been returned and investigated by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that there was a repeated non-recoverable error 32056 from universal surgical manipulator (usm2). The user mentioned that power cycling the system did not resolve the problem. The tse reviewed the error logs and confirmed the error. Together with the user, the emergency power off (epo) was pressed, but the error reappeared immediately after the next power cycle. The user indicated that the surgery could not proceed with only three arms, and it was likely to be converted. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was analyzed. In artemis, the 32056 error was found indicating axes controller, arm (aca) failed to initialize i2c device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the yaw searchlight printed circuit assembly (pca) and yaw searchlight flat flex cables (ffc). Once testing was completed, the yaw searchlight pca and yaw searchlight ffc were tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the yaw searchlight pca and yaw searchlight ffc in the usm. This issue can be resolved by replacing the usm.